Event description:
I received lip fillers from this location called (B)(6), the owner is being charged for non-FDA products. My lips are swollen, bumps all over my lips, lip discoloration, throbbing lips, itching lips as well.